Manufacturer narrative:
Implant date is estimated to have occurred in 2019. Further information was requested but not received.

Event description:
It was reported that, during an in-clinic follow-up, an alert was displayed during interrogation stating that a device reset had occurred. Technical support was contacted and was able to confirm that a reset occurred, and that the device was able to detect and correct the reset with no intervention. No further intervention has been performed. The patient was stable and will continue to be monitored.